Event description:
It was reported that during surgery the air dermatome would skip, causing horizontal gashes and skip lines. There was no usable graft obtained. An alternate dermatome with a new blade was opened and used to finish the procedure. This dermatome would also skip but was able to obtain a large enough graft to use but required filling in spots with the choppy, ratty pieces of skin from the first pass. There was actual, potential adverse outcome and moderate injury requiring treatment. Diligence is in process. No additional information has been received. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.